Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer has not made the suspect component available for analysis and no return good authorization (rga) has not been issued. At this time, vyaire medical has not received the suspect turbine for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a deliver volume delivering 25% out of specifications, on this ventilator device. The customer stated no patient involvement was associated with this event. This device was evaluated by the customer who determined the likely failure was associated with a sub-component within the turbine assembly.